Event description:
The lay user/patient contacted lifescan alleging the meter only displays the hourglass symbol before shutting off. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that 67 patients underwent a surgical pelvic floor reconstruction procedure using the pinnacle anterior/apical pelvic floor repair kit, between (B)(6) 2008 and (B)(6) 2009. According to the retrospective chart review provided to boston scientific corporation, at the one year follow up visit, 6 out of 43 patients that returned for the follow up were found to have presented with mesh erosion. It is unknown as to what intervention was performed to address the tissue damage. According to the review, all patients "said they would have the surgery again and would recommend the surgery to a friend." Despite numerous attempts boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery leakage. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed